Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out due to battery advisory. The physician elected to replace the device due to unrelated infection. The procedure was completed successfully. The patient is doing well continue to be monitored with routine follow-up. Session records were provided.